Event description:
Asr revision reported via sales rep, asr xl, sr revision. Patient was experiencing constant hip pain. Surgeon determined that the cup needed to be revised. Litigation alleges elevated metal ion levels, permanent injuries, and pain. Update: der rcvd - added patient age, dob, activity level, dor, surgeons name, sales rep information and unknown +2 asr xl taper sleeve.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.   Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.